Event description:
End user stated they pushed the joystick forward and drove into a kitchen cabinet. No reported malfunction. End user reports that they just had an accident. End user sustained a fracture to left big and their toenail was torn off.